Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years post implant, the catheter allegedly sheared off from the port chamber and the sleeve/catheter lock was remaining on the port stem. It was further reported that the port and catheter were able to be explanted as the catheter did not migrate far in vascular system. Additionally, another port was placed. There was no reported patient injury.

Manufacturer narrative:
This is the 1st complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. The lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. One titanium port w/ white sl catheter was returned for evaluation. Visual, microscopic, tactile, functional, and dimensional evaluations were performed. The investigation is confirmed for a catheter break, more specifically a break at the port stem, as a break was found in this location, adjacent to the end of the port stem. The break surface on both sides was granular, and a flare was noted in the break. Measurements taken of catheter inner/outer diameters, port stem outer diameters, and catheter lock inner diameter were all in specification except one catheter lock ID measurement which was slightly too large; this may be because the cathlock had been used and is of pliable material. The definitive root cause could not be determined based upon available information and it is unknown if procedural issues contributed to the reported event, but possible causes include problems during assembly, such as kinking/excessive compression of the catheter while advancing the catheter lock. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that approximately two years post implant, the catheter allegedly sheared off from the port chamber and the sleeve/catheter lock was remaining on the port stem. It was further reported that the port and catheter were able to be explanted as the catheter did not migrate far in vascular system. Additionally, another port was placed. There was no reported patient injury.